Manufacturer narrative:
D4): device serial number populated. D9): the glidelight and the glidelight teflon outer sheath were returned to the manufacturer for evaluation. G3): the device evaluation and investigation was completed 18jul2024. H3): glidelight device: visual inspection found a severe kink 21 cm from the distal tip. At the area of the kink, the outer jacket was melted, charred, and breached, with exposed and broken fibers present. Teflon outer sheath: the outer sheath had been cut on the most proximal end of the working length, with the beveled tip intact. Based on the device evaluation and investigation, this has been determined to be a use related failure. Historically, the device damage has been observed when excessive forces are applied to the side of the outer jacket. The device becomes kinked, and then broken fibers at the area of the kink produce heat, which creates a breach in the outer jacket. Type of investigation code 10 replaced (from 4114). Investigation findings code 3243 replaced (from 3221). Investigation conclusions code 61 replaced (from 67). Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
H3/h6): the device was not returned to the manufacturer, thus no investigation could be completed and the cause of the reported failure could not be confirmed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to cied system/pocket infection. A spectranetics lead locking device (lld) was inserted into the lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath, progress was made into the rv. At that time, it was noted that lasing was not effective. When the glidelight was removed from the patient, it was observed that the glidelight was bent and damaged on the lateral side. Use of the glidelight was discontinued, and a new laser sheath was used to complete the procedure with no reported patient harm. This event is being reported for unintended radiation exposure, potential for harm.